Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm or determine the root cause for the reported event. The lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: lockdown. Omnipod software app version: 3.1.5-p001. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: g7. *please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the patient¿s blood glucose level rose to 21 mmol/l (378 mg/dl) between 5 and 24 hours of wearing the pod. The patient placed the pod on their thigh on (B)(6) 2025, and the pod site became very sore, itchy, and they allege 'insulin delivery was not working well'. On (B)(6) 2025, the patient removed the pod and stated their leg was very inflamed, and a new pod was applied. On (B)(6) 2025, the patient reported they had a telehealth visit and sent a photo of the pod site. The patient stated they were prescribed hydrocortisone cream but did not recall the specific diagnosis given. The patient further reported the infection on their thigh has since healed.

Manufacturer narrative:
The device was received for investigation fully deployed. No damages or defects were noted to the formed needle, soft cannula, or bottom housing that may contribute to the reported skin irritation and undiagnosed infection. The exact cause of the reported event could not be determined.